Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose result of 120 mg/dl, physician's aviva system result of 72 mg/dl within 10 minutes. No information was provided for physician's aviva system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.